Manufacturer narrative:
Additional information has been received which was not included with the initial report. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The product analysis is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this analysis task will be re-opened and re-evaluated.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On hold for pj 1/10service notification text (B)(6) 2022 12:22:31 revelr2 customer concern: there is no damage on the retainer ring but there is a crack on the back of the pump dop114-980doc: bumped/dropped/cosmetic damage advise customer to disconnect from the pump: yes is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp?: no does customer report pump has been bumped/dropped?: neither does the infusion set show signs of damage?: no does the reservoir show signs of damage?: no does pump show any signs of physical damage?: pump shows physical damage document the type of damage: cracked document how the damage occurred: unknown describe the location of the damage: back of the pump- from the middle down did customer report out of box damage?: no what is the type of damage?: crack is there any physical damage to pump's retainer ring?: no did damage occur while using a silicone case?: no review the pump care best practices. Advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes inform customer about product replacement/return policy. Customer indicates they understood the product replacement/return policy. Crm service notification text (B)(6)2022 07:04:00 mccolm3 1st contact attempt 1st attempt to contact the customer (at the phone number(s) listed in sap/in eform) in order to further discuss the report received by medtronic but, I was only able to leave a voicemail providing 24- hr technical support contact information. The backoffice team will make additional attempt(s) to contact the customer at a later time. 24-hr technical support - if customer calls back, please confirm sn of the pump to ship replacement. Crm service notification text (B)(6) 2022 13:33:43 erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2022 13:33:05 lopeze126 eform - retainer ring - non damage replacement request ob call made to confirm pump sn. The sn (B)(4) on form is for a meter not a pump. No answer but vm was left. Documenting under pump with crr. Retainer ring is not damaged and reservoirs can lock into place. 24hr tech support - if customer calls back please confirm pump sn, offer t/s, and update svn as needed. Send out replacement pump if one is still needed. A 2nd attempt will be made at a later time by the back office team.;

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.